Event description:
The patient was revised to address pain and osteolysis behind the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary